Event description:
The site reported that following a therapy it was noticed that the patient had a significant burn on the right side of his penis, mid-shaft back to and including part of the scrotum. Dr reported that 10cc was removed from the catheter locating balloon (as is appropriate). The dr indicated that the therapy protocol (per instructions for use) was not followed.